Event description:
It was reported that the cartridge leaked insulin from the bottom where the fill rod or pump attaches. There was no adverse impact to the customer's blood glucose level. The customer was advised by technical support to replace the cartridge upon returning home since a replacement was not available during the call.